Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer was not detected on the bus. A field service engineer removed the back panel and observed that the bus light on the controller board was not illuminated. The field service engineer replaced the retractor band, rebooted the device, and confirmed that all controller board lights were properly lit. No debris was found after removing the back panel. The bus wire was inspected for cut marks, and none were found, and all bus wire connections were reseated. The customer was then able to inventory the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer did not open, kept failing, and was not functioning. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.